Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section h imdrf annex f. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full height drawer 5 was experienced sticking issues upon opened. The field service engineer adjusted the chassis cabinet slide frame. The drawer was now opened smoothly. Test was conducted in hardware test application. The customer inventory counted a medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a jammed drawer. The customer reported that the malfunction took place when the user tried to dispense medication to the patient and caused a delay. However, there were adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a jammed drawer. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.